Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported a recording problem on mosaiq for a treatment session.

Manufacturer narrative:
H6 updated. H10 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. From the mosaiq logs the investigation found that the issue of the lost connection was due to a workstation lock-up. When this happens the prescribed treatment is delivered, as intended; however, the sequencer application is no longer in operation to receive the treatment verification and record the provided treatment information. Review of the record, user messages, and/or in operation of the software will make clear to the user that the provided treatment has not been recorded. As the treatment is delivered as prescribed, no serious injury would be foreseeable if the event were to recur. When the communication was re-established and the patient's treatment calendar was accessed the user was presented with a "treatment delivery not complete" warning message. The user acknowledged this message. The customer has entered a manual recording. Mosaiq worked as designed and intended. Based on available information there was no mistreatment.